Event description:
Reportedly, the patient has "significant pain. [Patient] constantly worried about things getting worse."

Manufacturer narrative:
(B)(4). Conflicting information has been received regarding the implant date. Neither the patient's medical records nor information from the healthcare professional has been received, therefore we are not able to confirm the implant date at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: chronic back pain. Radicular leg pain bilaterally. Spinal stenosis, l3-4, above a non-instrumented, multiply-operated on infused spine, l4-5 and l5-s1. Probable pseudoarthrosis, l4-5 and l5-s1 and underwent the following procedures: decompressive laminectomy, l3, l4 and l5 with bilateral lateral recess foraminal decompression. Posterior spinal fusion, l3-4, l4-5, l5-s1 using intertransverse technique. Insertion of transpedicular posterior segmental instrumentation, l3-l4, l5-s1 using depuy expedium. Insertion of implantable electronic bone stimulator. Take-down and repair of pseudoarthrosis, l4-5 and l5-s1. Morselized bone, crushed cancellous allograft, and one large bone morphogenic protein kit was used in the procedures. As per operative notes,¿ the bmp (bone morphogenic protein) and bone graft pledgets were placed in the gutters bilaterally.¿ the patient tolerated the procedure well without any intra-operative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.